Event description:
It was reported that the user experienced hyperglycemia while using the ilet system after performing a supply change in which the pump did not recognize additional insulin, and the user subsequently injected 4 units of subcutaneous insulin via pen while still connected to the pump before disconnecting; troubleshooting and education were provided to disconnect the system temporarily and contact customer care for guided re-setup. Symptoms included hyperglycemia with a documented high blood glucose of 377 mg/dl. Outcomes included no medical intervention beyond self-administered insulin and no hospitalization. Investigation included customer care troubleshooting and user education. Investigation of this case revealed user technique issues during supply change and concurrent use of external insulin while connected to the pump. It was concluded that the event was related to use error with the infusion and supply change process leading to inadequate insulin delivery and hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.